Manufacturer narrative:
The ventilator was investigated and the oxygen gas module, two battery module, o2-cell and a front lid assembly were replaced. The oxygen gas module was further investigated. Simulated use testing of the received oxygen gas module has reproduced the described customer issue. No device log files were available. Our investigation has concluded that the reported problem with a failure in flow transducer test during pre-use check is due to a broken pressure transducer. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken pressure transducer has not been determined.

Event description:
Manufaturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufaturer's ref. #: (B)(4).